Event description:
The customer reported that the insulin pump alarmed an error. Advised to discontinue use the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.